Event description:
According to the operative report after the original surgery, the patient developed osteomyelitis and severe destructive arthritis. There was a 4-hole plate and screw failure. Devices were removed.